Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corners.

Event description:
Customer reported via phone call that damage on reservoir window. The customer¿s blood glucose level was 55 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.